Manufacturer narrative:
On-site investigation was performed field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, dc/dc & battery control printed circuit board (pcb) has been pointed as defective. The dc/dc & battery control pcb's main functions are on/off control, switch to battery power supply when mains power/external 12 v battery is lost, and control switching between mains power and external 12 v battery, supply required internal voltages and it connects the user interface control cable. Dc/dc & battery control pcb converts the power supply voltages into the internal dc supply voltages e.g +12 v and -12 v. The device's logs and claimed part were not provided for further analysis. The cause of the issue has been determined as related to dc/dc & battery control pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref. (B)(4).